Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeon did not have any indication of the jaws heating and sealing, no smoke or steam or thermal spread. He wasn't getting the end of the seal cycle message and tone, but there was an end tone. He opened up another ligasure lf1937 with the same lot number and used it with multiple (three) generators and the same thing happened and he switched to ethicons harmonic. There was no patient injury.